Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes overfilled. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Additionally, incident lot # was unable to be determined. Therefore, review of device history record and retention testing could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint was unable to be confirmed for overfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes overfilled. There was no report of patient impact.